Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. Device was monitored and no missing segment/partial display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had wide blank white screen on his insulin pump before his insulin pump loads the actual view. The customer blood glucose level was unknown at the time of incident. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer reported display was blank. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.